Event description:
Reporter has complaints of two trabecular "pegs" in left knee. Says that bone never adhered to the implant, which lead to pain, swelling, and immobility. Reporter saw a revisionist and was told this type of device has been recalled before, but not her specific model. Revisionist recommended the devices must be taken put and redone due to failure. Patient has reported to zimmer and MFR created report: (B)(4).